Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 02:04:46 with drain volume of 3232 ml during cycle 4. On (B)(6) 2011 baxter spoke with the home patient's dialysis clinic. The staff member stated this patient was no longer performing therapy with the homechoice machine and stated no further detail would be provided. There was no adverse event or patient injury reported.